Event description:
It was reported that the patient saw the charge recharger screen. The patient stated the desktop charger (dtc) connector pin is not bent, broken or loose. Email was sent to repair to replace dtc. The patient called back when they received the dtc but the recharger was still showing the charge your recharger screen. Patient sent back replacement desktop charger. Additional information was received. Pt received replacement insr today but is unable to charge ins bc they can only get the 375 call your dr code on the recharger. No physical damage seen to insr antenna, pss emailed repair to send replacement insr antenna to pt for sat. Shipping. Pt confirmed today was first time they saw 375 code and confirmed the hcp in original call was still managing hcp. Pt asked to be sent a new ac power cord (cord that goes to electrical outlet to dtc) b/c they accidently sent back theirs to repair.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the 37761 desktop charger (dtc) (B)(6) revealed bent metal connector at the end of cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.